Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. The physician noted that, given the patient's sensitive skin and allergy history, there was a possibility of surgical wound contamination leading to infection. The surgical wound became inflamed. This rv lead was explanted.